Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump reservoir had air bubbles. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. The customer stated that they observed air bubbles after transferring insulin from the vial to the reservoir. Size of air bubbles was unknown. The device will not be returned for analysis.